Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block e1: initial reporter facility name: (B)(6). Block h11: investigation result: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device a functional inspection, the clip assembly was able to perform the first activation, release the clip assembly. The reported complaint of 'clip failure to release from catheter' confirmed since the device was returned with the clip assembly attached and after a functional inspection the clip assembly was able to perform the first activation, release the clip assembly. The investigation results summary did not detect any problems related to the reported issue, "clip failure to release from catheter," as the device was able to perform a full deployment without any issue. Therefore, "no problem detected" was chosen as the analyzed cause code for this failure. No further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block e1: initial reporter facility name: (B)(6).